Event description:
The hub of the cypher select plus catheter was found to be leaking during negative prep prior to the procedure. A crack was noted in the hub after air bubbles were seen coming back during negative prep. Another cypher select plus was successfully used to complete the procedure. The complaint product never entered the pt. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.